Event description:
It was reported that the customer experienced high blood glucose levels for 6 days. The customer's blood glucose was over 400 mg/dl. The caller also reported that the insulin pump alarmed lost sensor. The caller stated that the high blood glucose caused a urinary tract infection as well. The caller advised that she went to the hospital due to the urinary tract infection without any relation to the sensor. The caller stated that the insulin pump was not receiving information from the transmitter. The caller stated that the sensor would not communicate with the insulin pump. Upon troubleshooting, the transmitter passed the test plug procedure, and the caller was advised that the transmitter was working correctly. The caller was advised that the sensors be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-14718.